Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Troubleshooting with tandem technical support determined the cause to be due to the infusion set site. The infusion set manufacture was not provided. Customer's blood glucose (bg) leve was 600 mg/dl. Customer delivered boluses to address bg level. Multiple attempts were made to follow up with the customer; however, a response was not received.